Event description:
It was reported that the unit was overheating. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated device evaluation: one device was received. A visual inspection found the device in good condition with no physical damage. During the functional testing, the customer reported problem was able to be duplicated. The cause of the issue was found to be a faulty heater and slow circulating pump. The pump and heater were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.